Manufacturer narrative:
D10: (B)(6) 02-012-35-301 logic tibia ps mod insrt sz 3 11mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00489. The revision reported in this event may have been the result of polyethylene wear, osteolysis, femoral loosening/debonding, and instability as stated in the operative notes. The femoral loosening was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation, and images of the explanted devices and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial total left knee arthroplasty, subsequently, seven (7) years, six (6) months later the patient experienced loosening of prosthesis of left total knee, polyethylene wear, osteolysis, and instability left total knee arthroplasty. As a result, the patient was revised to a competitor's construct. The patient was awoken without incident and transferred to the postoperative care unit in excellent condition. No further patient impact was reported. No additional information is available.